Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after implant, the patient experienced pain, impairment, and disability.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info: a2, a3a, a4, a5a, a5b, b2, b5, b6, b7, d1 (brand name), d2 product code), d4 (model #, catalog #), g1, g4 (PMA / 510(k) #), h6 (patient codes, device codes, ime e2402: abnormal urinalysis, urethral hypermobility), & additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after implant, the patient experienced pain, impairment, disability, abnormal urinalysis, dysuria, uti, retention of urine, urethral stricture, mesh erosion in mid urethra, mesh migration, voiding dysfunction, back pain, cystocele, leaking around urinary catheter, constipation, spasm of urinary bladder, obstructive voiding, urge incontinence, urethral intrinsic sphincter deficiency, urethra muscle injury, urethral hypermobility, & stress incontinence. Post-operative patient treatment included cystoscopy, sling procedure, primary ventral urethroplasty, vaginal excision of mesh, cystourethroscopy, CT scan, placement and removal of catheter, pelvic floor therapy, medication, bulkamid urethral bulking system, & hydrogel injections.